Event description:
Implanted :stryker tritanium hemispherical solid back shell, trident x3 insert, and accolade ii 127 degree angle hip stem and biolox delta femoral head. The cup never developed boney ingrowth and has not attached after 5 years. Was told that the first generation material is known for this problem which is why I am reporting this maude database. Have medical records. Please note I am filing this against the back shell component. I was told it was the "cup" that failed to develop ingrowth due to material - I am not sure what the "cup" actually is which is why I have attached all of the component parts. I have all of the information on all of the parts. The hip has never felt "right" and it has never been without pain. Hip device failed to develop boney ingrowth and attach. FDA safety report ID #(B)(4).